Event description:
Revision of hip components approximately 5 years post operatively due to osteolytic tumor.

Manufacturer narrative:
Engineering evaluation of the returned device noted inferior deformation consistent with neck and/or head impingement and evidence of screw head protrusion into liner. The device history record review provides assurance the part was accepted with conformance to the product requirements. Review of the pre-operative pt radiographs noted an osteolytic lesion as well as noting that the screw head appears to be protruding out of the screw hole consistent with the screw not being fully seated in the acetabular cup. The osteolytic lesion is consistent with the biological response of bone to a reactive concentration of wear particles.